Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. The date manufacturer received regarding this initial report reflects 2016-08-30 as that is the date the manufacturer became aware of a reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp), and company representative regarding a patient who was receiving dilaudid (hydromorphone) of with concentration 2 mg/ml at a dose rate of 0.5 mg/day via an implantable pump for non-malignant pain. A consumer initially reported that there was a suspected issue with the pump or catheter; it was noted that were unsure. The patient had a ¿bulge¿ and something else was wrong. It was noted as being unknown if the symptoms were related to the device or therapy. The change in therapy/symptoms occurred very suddenly. Magnetic resonance imaging (MRI) was to be performed. The hcps wanted to do an MRI of the thoracic and lumbar spine on (B)(6) 2016 and the patient was following up with a surgeon on (B)(6) 2016. On (B)(6) 2016 additional information was received from a hcp via a company representative. The patient presented for a catheter revision on (B)(6) 2016. It was noted as being unknown whether the patient was experiencing any symptoms related to the event. When asked, a physician stated that the catheter revision was taking place because the catheter was "kinked" in the back. The company representative was unable to visualize any kinks during the revision. The catheter was partially explanted and replaced on (B)(6) 2016. A portion of spinal segment was removed and replaced with a model 8782 spinal segment. The explanted device was discarded by the healthcare provider. The patient was without injury regarding their status at the time of the report. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The company representative was not aware of any diagnostics/troubleshooting performed other than the catheter revision. The issue was resolved as of the date of the report. The patient¿s weight, medical history, and other medications (oral, etc.) They were taking at the time of the event were not available. On 2016-09-01 additional information was received from an hcp. Regarding actions taken to resolve the issue, the patient was noted as having been referred back to the neurosurgeon. Per exam notes provided, the patient with low back pain underwent an MRI of the lumbar and thoracic spine without contrast on (B)(6) 2016. Mild levoconvex curvature of the lumbar spine was seen. Lumbar lordosis was maintained. Vertebral heights were preserved. There was no bone marrow replacing process seen. The l4-5 and l5-s1 discogenic endplate signal changes were seen. Grade 1 l3-4 degenerative retrolisthesis was noted, a 2.0 x 2.9 x 0.8 cm walled off mildly complex fluid collected in the superficial soft tissues of the back was seen just to the left midline, centered in the superior l3 level. There was also minimal fluid to the right of the midline at this level, but was only partially included in the field of view. Regarding l1-2, no canal or foraminal stenosis was identified. Regarding l2-3, subtle spondylosis, mild disc bulging, mild bilateral ligament flava hypertrophy and moderate to severe bilateral facet osteoarthritis were noted. Anteroposterior (ap) dimension of the thecal sac was 11 mm at the midline. Neural foramina were mildly narrowed, left greater than right, but no impingement of the exiting l2 nerve root sheaths was shown. Regarding l3-4 mild spondylosis and disc bulging, ligament flava hypertrophies were seen. Ap dimension of the thecal sac was 12 mm at the midline. The neural foramina were mildly narrowed, right greater then left, but no impingement on the exiting nerve root sheaths were seen. Regarding l4-5 moderate spondylosis, mild disc bulging,bilateral ligament flava hypertrophy and mild facet osteoarthritis mildly narrow the lateral recesses. Ap dimension of the thecal sac was 13 mm at the midline. The neural foramina showed mild to moderate encroachment without impinging on the exiting nerve root sheaths. Regarding l5-s1, there was advanced spondylosis and mild disc bulging. 3 mm right dorsal lateral disc osteophyte complex dorsally displaces the traversing right s1 nerve root. Old right laminectomy changes were suggested. Ap dimension of the thecal sac was 9 mm at the midline. Moderate to severe bilateral fa cet osteoarthritis were noted. Neural foramina was mildly narrowed on the right and mildly to moderately narrowed on the left. Prominent left far lateral disc osteophyte complex was noted. The impression was as follows regarding the lumbar spine: 3 mm right d orsal lateral l5-s1 disc osteophyte complex dorsally displaced the traversing right s1 never root; the central canal at l5-s1 was mildly stenotic; lateral recess at l4-5 was mildly stenotic but no central canal stenosis was observed and no significant canal narrowing at l1-2, l2-3, or l3-4 was identified; mild to moderate multilevel neural foraminal encroachment; and 2.0 x 2.9 x 0.8 cm walled off mildly complex fluid collection in the superficial soft tissuesof the back was seen just to the left of midline, centered in the superior l3 level; there was also minimal fluid to the right of the midline at this level, but is only partially included in the field of view. These findings were consistent with chronic postoperative fluid collection. Regarding the MRI of the thoracic spine without contrast, mild levoconvex curvature of the upper thoracic spine and minimal compensatory dextroconvex custrvature of the mid thoracic spine was suggested. No vertebral compression fracture was identified. There was varying degrees of spondylosis ranging from the minimal to moderate throughout the thoracic spine, but no significant canal or foraminal stenosis was shown. No disc herniation was identified. No bone marrow replacing process was seen. There was no thoracic cord or intraspinal lesions. The impression of MRI results of the thoracic spine was as follows: multilevel spondylosis was seen but no significant canal or foraminal stenosis was shown; no disc herniation was observed; the spinal cord appeared normal; and mild scoliosis was indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.